Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient passed out and was reportedly in a coma. The patient's daughter called an ambulance and when they checked the patient's blood glucose it was 1300 mg/dl. There was no cgm value information reported when the bg was checked. The patient was hospitalized in the intensive care unit (ICU) for 4 days and treated with IV fluids. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.